Event description:
Intra-aortic balloon pump (iabp). Was inserted in hiu for cardiogenic shock secondary to a myocardial infarction. From the time the iabp was inserted on (B)(6) at 2300 until on (B)(6) at 0555 the iabp was functioning normally. Suddenly at 0555, I noticed that the iabp screen was showing a flat arterial pressure waveform. The patient did not lose a pulse and maintained an adequate blood pressure. While attempting to troubleshoot the iabp, I placed it on standby mode and flushed it per protocol. While flushing, I noticed blood-tinged fluid coming out from the connection between the transducer and the balloon. It appeared that there was a crack at the connection site. The physician was paged stat to the bedside and decided the iabp needed to be removed, despite the patient being in cardiogenic shock. Balloon pump was removed without immediate complications". Additional information states that the iab catheter was removed and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). No lot number was reported. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in yellow bio-hazard bag. Returned with the sample was the supplied 40cc driveline tubing. Upon return, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The short arterial pressure tubing was noted connected to the iabc luer. The iabc luer was noted cracked. A bend to the iabc central lumen was noted at approximately 75.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document . The catheter was unable to aspirated and flushed successfully due to the crack on the iabc luer end. The iabc was leak tested in accordance with testing methods from manufacturing procedure no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted. The reported complaint that "there was a crack at the connection site" is confirmed. During visual inspection, a crack was found at the injection site of the iabc bifurcate for the central lumen, which caused the reported complaint. This crack could allow a leak to occur at the injection site of the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack found on the bifurcate. The root cause of how the crack occurred is undetermined. No further action required at this time. This will be monitored for any developing trends.